Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons was harder. Customer stated that they received unexpected no delivery alarm and press buttons harder or multiple times for insulin pump to respond. The rubber seal around screen was missing and screen was more dim and had wear and tear make it more difficult to read information also insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged no delivery/occlusion alarms, unresponsive keypad, cosmetic damage (damaged liquid crystal display window), and backlight anomaly. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No backlight anomalies noted during testing. No unexpected insulin flow blocked nor stuck key alarms noted during testing. Insulin pump successfully downloaded to thus. No confirmed stuck key alarm in the insulin pump downloaded history. Confirmed no delivery alarm during bolus in the insulin pump downloaded history. Insulin pump passed keypad voltage test the electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, missing display window/cover, and cracked battery tube threads. In summary, insulin pump passed required testing. Customer alleged for no delivery/occlusion during bolus was found in the insulin pump history, however was not confirmed during testing. Customer allegation for cosmetic damage (damaged liquid crystal display window) was confirmed during visual inspection where missing display window/cover was noted. Keypad unresponsive / button error alarm not confirmed. Backlight anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.